Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for 1 unknown screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, upon inserting a 14 mm screw into the zerop device, the end of the t8 driver broke off inside the screw head and there is a piece of the screw driver bedded inside the 14mm screw head. The surgeon tried to remove it, but was unsuccessful. He inquired about the material the driver was made of. It was reported by the product manager that it was stainless steel. It was discussed to have the screw removed, but the surgeon decided to leave it as it was. Prior to using the screw driver on the screw the surgeon requested for the torque limiter to be removed from the handle as he didn't want the screws to torque. It was conveyed to the scrub nurse that this was not as per the surgical technique. It was reported the surgery was prolonged for 2 minutes. This report is for an unknown screw. This is report number 2 of 2 for (B)(4).